Manufacturer narrative:
H.6. Investigation: a sample was received with a curved needle tip and photographs were forwarded to the manufacturing site for evaluation. Bd received four photographs which displayed a bent needle. The needle was observed bent at the notch near the needle tip. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced a broken/detached needle prior to use. The following information was provided by the initial reporter: a needle was broken before use.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced a broken/detached needle prior to use. The following information was provided by the initial reporter: a needle was broken before use.